Event description:
Report received that in preventative maintenance testing, the device did not alarm for air-in-line. There was no patient involvement and no reports of any adverse patient event while the pump was in clinical use.